Manufacturer narrative:
The insulin pump was received with a cracked case (battery tube), cracked keypad overlay, broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was missing. Customer stated reservoir was able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.